Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
It was reported that following a water vapor therapy procedure, the patient was admitted to the hospital with sepsis on (B)(6) 2022. The patient presented with inflammation/edema and infection. The catheter was left in situ and the patient was taken to emergency care at the public hospital. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Date of event the exact date of the event is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR) review: the batch number needed to complete the DHR review can only be identified by examining the device. The device was not returned for analysis resulting in an inability to identify the correct lot number. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of sepsis, inflammation and edema were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that following a water vapor therapy procedure, the patient was admitted to the hospital with sepsis on (B)(6) 2022. The patient presented with inflammation/edema and infection. The catheter was left in situ and the patient was taken to emergency care at the public hospital. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.